Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, moderate paravalvular leak (pvl) occurred. Subsequently, two 12 millimeter (mm) valvular plugs were implanted to treat the pvl. Following the implant of the plugs, an echocardiogram was performed that revealed the severity of the pvl was combined trace.